Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08875. It was reported that a patient presented remotely via merlin.net transmission with alerts for oversensing. Upon interrogation, the right ventricular lead had noise causing pacing inhibition and the onset of vt/vf episode detection which was not readily reproducible. The right atrial lead noise was observed which was reproducible. Programming changes were made. The patient was stable and would continue to be monitored.